Manufacturer narrative:
A service visit was made. The sample was scanned and run on another instrument with no problems found. No barcode errors or problems were observed by the customer. The instrument was running within specifications. The barcode likely had a flaw in it that could not be seen visually.

Event description:
Customer reported that a sample run on galileo read incorrectly (sample ID on the barcode). All other barcodes on the plate read correctly.